Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set tape not sticking issue on (B)(6) 2026. The patient reported infusion set fell off during use. The infusion set was in use for one day. No further information available